Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a peeled downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal. Review of the event history log (ehl) showed 'downstream occlusion' and 'cassette not attached properly' alarms. A functional test was performed, and the reported issue was not duplicated. As a result, the dso sensor and air detector were replaced as preventative maintenance. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming "cassette not attached properly, reattach cassette". The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.